Event description:
It was reported that this right ventricular (rv) lead was exhibited high thresholds, low amplitude, and cross talk oversensing that resulted in inappropriate delivery of anti-tachycardia pacing (atp). The physician also suspected a lead dislodgement. A lead revision was performed and during the procedure it also noted that this lead was dislodged. This device was explanted and replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was exhibited high thresholds, low amplitude, and cross talk oversensing that resulted in inappropriate delivery of anti-tachycardia pacing (atp). The physician also suspected a lead dislodgement. A lead revision was performed and during the procedure it also noted that this lead was dislodged. This device was explanted and replaced. No additional patient adverse effects were reported.